Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced bent cannula event on (B)(6) 2026. Due to the event, patient¿s blood glucose level was 350 mg/dl and was treated with insulin pen. The site of insertion was lower back, and the infusion set was in use for same day.